Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insulin "squirted" out from between the bd precisionglide¿ needle and syringe connection during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported upon filling cartridge with insulin, she saw that insulin was squirting out of connection between needle and syringe on event date."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that insulin "squirted" out from between the bd precisionglide¿ needle and syringe connection during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "customer reported upon filling cartridge with insulin, she saw that insulin was squirting out of connection between needle and syringe on event date."